Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
UDI related data quality updates . This event occurred on the hong kong market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz.. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4).. Corrected primary di number: (B)(4).

Manufacturer narrative:
The compressor mini was investigated by our field service engineer on site. According to the inspection, the drainage valve and the standby valve were defective and that the reported issue was resolved with replacing both parts. After the replacements, the device passed functional tests according to factory specifications and was returned to the customer for clinical use. The device logs were not provided. A defective drainage valve will not affect the delivered pressure from the compressor. There is no indication that the compressor delivered compressed air to the ventilator with a relative humidity that exceeded the specification. The cause of the claimed issue has been determined and the issue was related to the defective and replaced parts.

Event description:
Manufacturer's ref: #(B)(4).